Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the display is broken.

Manufacturer narrative:
The xpo100b was returned for evaluation, and subsequent testing verified the complaint. Per the evaluation, the control switch/button is broken. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the display is broken.